Event description:
It was reported that the device was being used in a heavily calcified mid right coronary artery lesion. The balloon ruptured at 12 atmospheres. A 2.5 x 15 non-compliant non-abbott balloon was used instead. No patient effects were reported and the case proceeded as normal. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information and analysis of the returned product. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use, there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. The balloon catheter was not returned to abbott vascular for analysis and may have assisted in the investigation. In this case, there was no reported leak to the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The reported patient anatomy was heavily calcified which may have scratched/ damaged the balloon during interaction with the lesion calcification and subsequently contributed to the balloon rupture. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot. In this case, the balloon catheter was not returned for analysis and a conclusive cause was not determined. However, manufacturing has been notified of this incident.